Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sales rep reported that the intramedullary nail reamers are starting to uncoil and bend mid-shaft. The sales rep reported that the bend is approximately 35 - 45 degrees. This was identified during surgery and a replacement device was immediately available. There were no adverse consequences reported.

Event description:
The sales rep reported that the intramedullary nail reamers are starting to uncoil and bend mid-shaft. The sales rep reported that the bend is approximately 35 - 45 degrees. This was identified during surgery and a replacement device was immediately available. There were no adverse consequences reported.

Manufacturer narrative:
Evaluation summary: evaluation revealed all reamers to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices partially had been in use for more than 3 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The fact that all reamers were bent in the same area it is very likely that they had a hard contact with a heavy object during storage; it is very unlikely that all reamers got bent during the surgery. Furthermore it is most likely that no guide wires were used because some reamers show uncoiled last windings of the outer spirals due to torsional overloads. Drilling metal objects, bending overloads and the usage without a guide wire are not allowed according to the IFU; the issue is attributed to an improper handling and storage. No discrepancies were detected during risk analysis review.